Event description:
The customer reported that during the procedure of screwing the screw into the prepared tunnel, it's head damaged.

Manufacturer narrative:
Suspected root cause: attempted insertion of the screw into a tunnel too small/tight for the diameter of screw. As a result, the excessive torque applied to the driver has resulted in to tip of the screw breaking off. A particularly hard/dense bone could be a contributory factor.